Manufacturer narrative:
H11. Additional narrative: updated d4, h4, and h6. The most likely root cause is patient-related factors, including, congenital bicuspid aortic valve (bav), coronary artery disease (cad), history of coronary artery bypass graft (CABG). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through medical records (B)(6) that a 25mm 8300ab valve implanted in the aortic position had pvl. Per medical records, the patient initially underwent redo avr as a result of endocarditis (B)(6) with perivalvular abscesses, partially dehisced with slight rocking motion, severe paravalvular regurgitation. It was decided to implant a 25mm 8300ab valve, expanding it to help fill the abscess cavities. The subannular abscess cavity had very poor integrity, and it was still possible to distract the tissues around the deployed valve. It was determined that there was no other option and the aortotomy was then closed. Post bypass tee demonstrated significant paravalvular leak, as expected following inspection of the deployed 25mm 8300ab valve. However, there was simply no other way to provide the patient with an aortic valve, so no further interventions were performed. The abscess/infection was subannular and had unfortunately destroyed the tissues to the point that further attempts at repair would undoubtedly be unsuccessful. The patient was taken into the ICU in critical condition. The patient was transitioned to comfort care measures only and the patient expired on pod#1. The patient is a 69 y.o. Male with history of htn, congenital bicuspid aortic valve s/p avr, cad s/p cabgx1 svg to rca, paroxysmal a-fib s/p left atrial appendage ligation currently on warfarin, pacemaker implanted.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.